Event description:
It was reported that the ilet system became stuck on the fill tubing screen during a supply change, and the user could not confirm drops; the ilet subsequently disconnected from the mobile app, bluetooth pairing attempts failed, and the account login/reset process impeded re-pairing, leading the user to temporarily use multiple daily injections (mdi). Customer care provided support that included remote troubleshooting, app force quit, app reinstall, password reset attempts, bluetooth repair attempts, and guided device restart and setup. Investigation of this case revealed an app account access issue and bluetooth pairing failure that prevented normal operation until the app account was re-established and the ilet was re-paired and restarted. Symptoms included no reported glycemic adverse effects. Outcomes included resumption of insulin delivery after successful creation of a new account, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user account credential issues combined with transient bluetooth connectivity failure resolved through standard troubleshooting and reconfiguration.